Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found pump exterior expanded shield(s) did not affect post-explant pump performance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing morphine (2mg/ml at 0.4mg per day) and bupivacaine (10mg/ml at 2mg per day). The indication for use was spinal pain. On 2017-jan-17, it was reported that the patient's pump eroded through the existing pump site. The patient was lying on the pump during an extended cervical fusion procedure, and this was thought to have contributed to the erosion. The pump was explanted. It was unknown if the issue was resolved, and the patient's status was noted to be alive - no injury.